Event description:
Rptr is 70-yrs-old. When she was 47-yrs-old she had a bilateral radical mastectomy. She was one of the first to have breast implants or the reconstruction. She did fairly well until a few yrs ago. Rptr's breasts are as hard as rocks and very cold on a cold day. They feel like they have turned to sawdust, and have lost their shape. She has several kinds of arthritis, neuritis, "raticulatis," neuralgia, bursitis and tendonitis. Her breasts hurt alot and her eyes have been very bad for over 10 yrs. Rptr guesses that she has just lived too long after surgery. Rptr is very concerned about a leakage in the implants, and the silicone going into her body. She doesn't think they can really tell in a mammogram or if it shows ruptures in the bag. Many things are happening to her body and she does not know how to deal with them. Rptr is sure she has alot of scar tissue and adhesions. She has pain in her body. Rptr has tmj problems. Dr said she is too old for the operation to remove all of the arthritis.